Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed due to limited information received from the customer. DHR and complaint history reviews were not performed due to limited information. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects, "4. Loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Literature: mclaughlin, jeffrey r, md and lee, kyla r, md, hybrid total knee arthroplasty: 10- to 16- year follow up. Healio.com/orthopedics (2014). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint (B)(4). Product location unknown.

Event description:
Information was received based on review of a journal article titled, "hybrid total knee arthroplasty: 10- to 16- year follow-up" a review of the article identified an unknown patient that underwent a revision of the knee due to loosening of all components at 14 years postoperatively. No additional information provided.